Manufacturer narrative:
(B)(6)

Event description:
It was reported that a nurse had forgotten to change the day rate into the night rate on a cadd-legacy duodopa pump. It was noted that the day rate had run all night and that now the patient had complaints of finger tingling. The patient was monitored with no intervention.